Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the vision was not adjusting to the halos and glares that occur while playing golf and ping pong and when looking at objects in the distance. Consumer also had a yag (yttrium aluminum garnet) in the past. Additional information has been requested. There are two medical device reports associated with this patient. This report is first of two files.